Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The mitral valve insufficiency/regurgitation associated with recurrent mr was a cascading effect of the tissue injury. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, a follow-up transthoracic echocardiogram (tee) was preformed where it was identified that there was a chordae flail from the anterior leaflet on the medial side of the mitraclip xt and potentially a perforation on the anterior leaflet in-line with the mitraclip xt. The mr returned to grade 3-4. The patient was referred for cardiac surgery and was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.